Event description:
It was reported that pump motor stalls had occurred. The date of the motor stalls was not provided. The motor stalls were caused by a ¿special key fob" the patient had used to access a vehicle. No patient symptoms were reported. The device system delivered compounded baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).